Manufacturer narrative:
Evaluation results: patients condition affected effectiveness of device (tortuosity and angulation of the lesion) conclusion results: device failure/lack of effectiveness related to patient condition (tortuosity and angulation of the lesion).

Event description:
The physician was treating a lesion in the mid circumflex with a micro driver rapid exchange (rx) coronary stent. The vessel was moderately tortuous with no calcification. The lesion was pre-dilated once to 12 atms and stent was deployed successfully. Post deployment the physician felt that the stent was not the correct length. Another stent was then deployed to adjacent to the micro driver rx stent to cover the rest of the lesion. There was no patient injury and no clinical sequelae were reported. Evaluation of photo images: based on the still images provided it appears that the stent conformed to the native shape of the lesion and that the tortuosity and angulation of the lesion may have impeded the longitudinal expansion of the stent resulting in the reported appearance of the stent.